Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: capsular contracture baker grade iii.

Event description:
(B)(6). Allegedly, the patient underwent bilateral breast augmentation surgery on (B)(6) 2025. Subsequently, the patient reported breast swelling and pain. Following medical evaluation, the patient was diagnosed with baker grade iii capsular contracture on (B)(6) 2025. Due to this condition, the patient underwent revision surgery on (B)(6) 2026. (Sn: (B)(6).